Event description:
Reportedly, during pt use, a 'low fio2' and 'high fio2' alarm occurred. Calibration of the oxygen sensor did not solve the issue. Upon replacing the oxygen sensor, this issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Although requested, no pt info was provided.